Manufacturer narrative:
A steris technician fully inspected the processor and was unable to duplicate the reported event. No leaks or issues were noted; the unit was operating properly. Unit has remained in service; no further issues reported.

Event description:
The user facility reported that an operator initiated a processing cycle and exited the area. When she returned, fluid was coming out of the processor and onto nearby flooring. No injuries, procedural delays/cancellations were reported. No property damage reported.